Manufacturer narrative:
The returned connector was evaluated. Some of the prongs on one side of the bottom of the set screw, which retain the set screw within the connector, have been deformed. The cause is likely attributed to not fully seating the driver within the set screw while inserting the connector, allowing the driver to be at somewhat of an angle, putting enough pressure on the prongs to deform them. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a set screw detached from a connector while being installed during surgery. The connector was replaced with another connector of the same type. There were no reports of patient impacts associated with this event.